Manufacturer narrative:
This report is for an unk - screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, a package was received with a missing 3.5mm cortex screw inside. There was no patient involvement reported. This complaint involves 1 device. This report is for (1) unk - screws: cortex. This is report 1 of 1 for (B)(4).